Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 17-mar-2025, the user experienced a low bg event after making a meal announcement but was unable to eat due to a throat infection. Despite attempts to raise bg with glucose gel, honey, and juice, bg remained low. The user was driven to the hospital by her daughter, admitted for treatment, and released on (B)(6) 2025. The ilet was disconnected during the stay. The user is now back on the ilet and able to eat normally.